Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: n im4cpb1, serial/lot #: (B)(6),UDI#: (B)(4) h4: manufacturing date for device having product ID: nim4cpb1, serial number: p2214215 is 29-nov-2022. The img code for device product ID: nim4cpb1, serial number: (B)(6) is g02005 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that console does not recognize the interface and there were bugs in terms of software. There was no patient impact.

Event description:
There was an visual indicator a red block on the nim around the patient interface icone. Issue resolved by switching off and on or wired.

Manufacturer narrative:
B5: additional information received. H3: product analysis fond that customer complaint could not confirmed. Software got upgraded and sata card failed. Product analysis for product ID: nimcpb1 is customer complaint could not be confirmed, software got upgraded. Additional codes img for product ID: nim4cm01 is g0200702. Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.